Event description:
Additional information was received from the rep. It was reported that there was a change in recharging. Patient reported they used to charge once per month and now charging once per week. Charges when ins gets to 25% to 100%. Patient reported not changing programs or increasing stim. Patient reported change in charging followed a fall, last october. Impedances were taken, in two positions with no change. Ranged from 700s-1100s. Rep did a calculation: 5.2v 450pw 397ohms ++--40rate 24h/day. Estimate was 8.60-7.22 days which lines up with what patient was currently reporting and what was showing on tablet. Rep had no access to previous reports/ impedances. Patient would monitor charging and let rep know of other changes.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that starting about a few months ago, they are having to charge more frequently. They stated that they used to be able to go nearly a month without charging the implantable neurostimulator (ins), and now they are having to charge the ins every week. They added that the ins go completely empty once a week. The patient confirmed that they have had no recent changes to their programming, and the stimulation has been set on the same level since implant. They also mentioned that they don¿t know how to use the programmer to change their therapy settings and noted that they never received education on how to use it. The patient confirmed they have had no recent falls or trauma. The patient was redirected to follow-up with their healthcare provider to discuss charging frequency concerns. No further complications or symptoms were reported or anticipated.